Event description:
While attempting to defibrillate a patient (age & gender unk), the device did not allow discharge. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device caused an associated defibrillator to inappropriately display a "poor pad contact" message.